Event description:
Latch (physical damage) (B)(6) 2019 12:41:15 (B)(6) no charge oob / repair / there was no patient involvement(check-in damage). (B)(6) 2019 12:44:45 (B)(6). After investigation, the device module run time was 0 hours. This device meets the criteria per 1601-011-000 out-of-box failure processing document # (B)(4) for restocking back to finished goods warehouse. (B)(6) 2019 14:49:42 (B)(6). Conclusion: crooked latch spring. Rework: recommend replacing latch spring. Disposition: route to service for normal process.

Manufacturer narrative:
Correction: after further review the file is revised to non-reportable malfunction.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4).